Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
The physician reported that the during cataract surgery ophthalmic console was frozen and touchscreen became unresponsive and the system was restarted from the main power supply and recovered the surgery was continued and completed with no impact on the patient.